Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 06:16 pm CT. The report number is being corrected from: 3006630150-2018-62344 to: 3006630150-2018-60560. This report is follow-up # 1.

Event description:
A report was received that the patient was experiencing pain at the implant site and upper back. It was noted that the ipg was not delivering the correct amount of therapy. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the battery discharge and charge profiles were incomplete and could not be analyzed due to the skip button during data download. The history counters show 24 magnet resets have occurred since the ipg was implanted although the dates are unknown. There do not appear to be any charging issues based on the history counters.

Event description:
A report was received that the patient was experiencing pain at the implant site and upper back. It was noted that the ipg was not delivering the correct amount of therapy. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device passed the required tests and exhibited normal device characteristics. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 12:57 pm CT. The report number is being corrected from 3006630150-2018-62222 to 3006630150-2018-60560.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.